Event description:
Customer states left side frame is broken on the weld.

Manufacturer narrative:
Left side frame is broken on the weld after 10 month use: weld broken due to weld strength not enough. We have modified the welding techniques, this will not happen any longer. Responsible person: (B)(4) date: (B)(4) 2014. We will separate and isolate n.g productions, labelling properly for production. Responsible person (B)(4) date: (B)(4) 2014.